Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and chloride (cl) results generated by unicel dxc 600 pro synchron chemistry analyzer. Over a 3 day period, starting on (B)(6) 2010, the sodium and chloride results drifted low during a routine run of patient samples. The erroneous results were reported out of the laboratory and were questioned by a physician. The samples with low sodium and chloride results were reported and amended reports were issued. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is run every 8 hours. Qc results prior to the event were within the established ranges. The laboratory temperature is monitored and stable. A culture test was done on the analyzer and bacterial growth was detected. A bci field service engineer (fse) decontaminated the system. As of 09/17/2010, there were no further calls to hotline for the problems.